Event description:
It was reported that the patient underwent a gynecological procedure in 2005 and mesh and ams sparc, bard align, boston scientific obtryx, and coloplast aris were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent hysterectomy, suprapubic catheter due to sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced dysuria, frequency, incomplete emptying and nocturia.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced chronic malodorous vaginal discharge and granulation tissue.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that patient underwent cystotomy with open excision of foreign body from the bladder and repair of bladder injury on (B)(6) 2006, due to foreign body through the bladder which was a transvaginal tape which had migrated into the bladder and eroded into the bladder. No additional information was provided.